Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture and multiple folds diagnosed via ultrasound and MRI and confirmed during surgery as well as "mastodynia". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: not observed. Crease/ folding of implant-breast: not observed. Breast pain-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side device rupture. And multiple folds. Diagnosed via ultrasound and MRI. And confirmed, during surgery as well as "mastodynia". The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side rupture in upper pole, silicone in the periprosthetic intracapsular space, folds, mazodynia, and palpable deformity. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ pain: unable to observe since it is not related to the device. ¿ crease folding of implant: observed. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.